Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's father that the customer is having issues with the insulin pump. The insulin pump has black lines on the display and fading in and out. The issue has occurred for three weeks now. The customer was advised the pump will be replaced. The caller will call back to provide the serial number and have pump replaced.